Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Analysis is normal. No anomaly was found.

Event description:
It was reported that decreased in sensing was noted since the implantation. Doctor decided to replace lead. Doctor believed incident was caused to the dilatative cardiomyopathy.